Manufacturer narrative:
The titan catheter was returned for evaluation. Visual inspection confirms the arterial identification sleeve has slipped down and the arterial luer is not in the fully seated in the extension as far as the venous luer. The device was implanted for more than three months prior to the event. The contract manufacturer conducted a review of the manufacture records for the lot number taken from the returned device. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The finished product was inspected with no abnormalities found. The cause or factors that may have contributed to this event cannot be determined. Excessive manipulation of the catheter luers during disinfection, connections (end caps, syringes, hemodialysis bloodlines) could potentially cause movement of the luers in the extension tubing. The instructions for use include the following catheter precaution. Examine catheter lumen and extensions before and after each treatment for damage. Regarding the cuff not adhering, many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. There is no way to determine if the infection occurred because there was no tissue in-growth in the cuff, or a tunnel infection contributed to the non-adherence.

Manufacturer narrative:
Complained device was received and is entering the investigation process. A follow up report will be submitted when we have completed our investigation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extension sleeve moving, luer loose in extension. Both white luer lock fittings separating from clear plastic tubing (extension). Upon removal noted cuff was not adherent resulting in tract infection.